Event description:
Boston scientific (bsc) crm received information from a clinician that the right ventricular (rv) lead safety switch tripped. When the clinician reviewed the daily measurements for the patient, she found a sudden increase in impedance measurements and one measurement that was greater than 2500 ohms. Bsc technical services advised the clinician to perform lead diagnostic checks and isometrics in order to determine the integrity of the rv lead. No adverse patient effects were reported. Additional information was received from the clinic that the rv lead was surgically abandoned approximately 22 months later for an unknown reason. No adverse patient effects were reported.

Event description:
Additional information was received from the clinic that the rv lead was surgically abandoned due to impedance measurements of greater than 4000 ohms and a tip electrode fracture. A competitive rv lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product remains in service. If additional information becomes available this event will be updated as necessary. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.